Event description:
Customer states the chair shows 7 flash when going onto a ramp. Customer also states the chair is getting jarred and it's possible the cable is getting loose. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 year 11 months old. The owner's manual part number 1143190 rev I (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the power chair is allegedly showing 7 flashes when going onto a ramp. The dealer also alleges that the chair is getting jarred, possible loose cable. Dealer to check the wiring and do additional troubleshooting prior to ordering parts. No injury alleged.